Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event was completed on the same system since the problem was intermittent. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to produce x-rays. Analysis of the log file showed that communication with the sib board failed due to connection and application errors. Upon troubleshooting, to resolve the issue, fse replaced the sibbox unit. The defective sibbox unit was returned to philips for failure analysis and the cause of the sibbox unit's failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the sibbox unit by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.